Event description:
It was reported that the procedure was to treat the ostial to the mid left anterior descending artery (lad). The lesion was calcified. While implanting the 3.5 x 28 xience v stent, a dissection of the mid lad occurred at the distal edge of the stent. A 3.5 x 12 xience v stent was implanted to cover up the dissection. There were no additional patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.